Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the gold probe device would not heat or produce hemostatic energy, while inside of the patient. There was no visible damage to the probe. They switched to another generator, and the gold probe still did not work. A second gold probe device was used with the same adaptor cable and tested with both generators and worked perfectly; the procedure was complete with the second gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the gold probe device would not heat or produce hemostatic energy, while inside of the patient. There was no visible damage to the probe. They switched to another generator, and the gold probe still did not work. A second gold probe device was used with the same adaptor cable and tested with both generators and worked perfectly; the procedure was complete with the second gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The customer's complaint for the cautery failure has been confirmed based on the analysis of the device. The initial visual inspection does not reveal any anomalies. However, the device failed one of the electrical tests. The device was then tested using a calibrated multi-meter for continuity between the gold bands and body connector. Only one gold band responded during testing. The body connector was disassembled, and revealed that one of the copper wire threads and insulation was stretched/detached, which caused charring of the copper wire and discontinuity of the electrical flow to the ceramic tip. The most probable cause is attributed to a manufacturing defect. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.